Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mgk672 number, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle separated from suture during tissue passage. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/05/2019. It was received for analysis a dispensed suture. The needle was not returned for evaluation. During the visual inspection, the suture was received dispensed and the end was observed damaged (cut) that appears to be by use of a surgical instrument, this condition causes the separation of the needle from the suture. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to visual inspection of the suture, the assignable cause of the performance pull off suture needle was an improper handling. It was received for analysis an unopened sample. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.